Manufacturer narrative:
At this time, msi is awaiting the device back so an investigation can be conducted. Once an investigation occurs, a final report will be submitted with all findings.

Event description:
The shrink wrap fell off in the patient and they were able to recover it fully.